Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received and an evaluation of the device was performed. Visual inspection was performed and no issues were noted. Leak testing, clear passage testing and clamp function testing was performed with no issues noted. Seal surface integrity testing was performed and no leak was observed. Internal diameter of the patient connecter was measured and found to be within specification limits. The reported issue was not confirmed. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that the patient connector on the transfer set was not connected well with the titanium adapter when the transfer set was changed. The titanium adapter remained in use with no issues. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.